Event description:
During the surgical procedure the tip of the harmonic scapel (grasping cautery forcep) broke off and the instrument failed. At the time the failure occurred, the instrument's distal tip was inside the patient. A thorough search was done and an x-ray taken was ordered. Pa & lateral were taken. The results were negative for a retained object. Search of the or room did not locate the tip either. No harm to the patient.device #1is this a laboratory device or laboratory test?no.